Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals and high out of range pacing and shock impedances on the right ventricular (rv) lead channel that resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) suggested reprogramming and troubleshooting actions. The device remains in use. No adverse patient effects were reported.